Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that since the patient's last outpatient visit on (B)(6) 2025, the use of the spare battery (ebb) had been recorded 3 times for around 1 to 4 minutes. In the most recent data from (B)(6) 2025 onwards, there was a power cable disconnect alarm followed by two low voltage alarms on (B)(6) 2025 at 07:35. The system controller history showed a low voltage advisory at 07:39 on (B)(6) 2025. The patient was asymptomatic. Log files were submitted for review and captured low flow alarm events on 12may2025 that occurred at times when pulsatility index (pi) was elevated.

Manufacturer narrative:
Section b5 - corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on 12may2025 at 7:35:02, there was a no external power event while connected to mobile power unit (mpu) power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. It was noted that it was possible that someone had tripped over the cord. The mpu did not come loose from the wall nor the back of the unit and did have a v-lock connector.

Manufacturer narrative:
H5 - labeled for single use? - correction. H8 - usage of device - correction. Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log files. On 12may2025 at 07:35:02, atypical low voltage hazard and power cable disconnect alarms were captured while connected to the mpu due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm threshold. The alarms resolved at 07:35:05 when power was restored to both power cables. The backup battery supported the system without issue during this event. This series of events is consistent with a loss of power to the mpu. The no external power event did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log files. The provided information indicated no product was exchanged, the mpu had a v-lock connector on the ac power cord, and it is possible someone may have tripped over the cord, but the ac power cord did not come loose from the back of the unit or the wall outlet. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook, are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 IFU section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.